Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on the morning that he contacted lfs for assistance. He reported blood glucose values of "125, 145, 185 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient advised the cca that he manages his diabetes with metformin 850mg, 3x per day, lantus 50u and actos pills 30mg and denied taking any action in regards to his usual diabetes management routine in response to the alleged issue. Approximately 20-30 minutes later, he claimed he developed symptoms of "shaking" and despite his symptom he denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the sample was taken from the same approved source. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.